Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump failed and would not turn on. There was no reported adverse impact. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.